Manufacturer narrative:
Date of report: 01/30/219. Date received by manufacturer: 01/25/2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The unit displayed a 'operating on internal battery' message and would only operate on the backup battery. The unit's led light was also not illuminated. The fse replaced the power supply assembly and the issue was resolved.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23jan2019. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit failed during therapy with a "oxygen not available" message. The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.